Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer inspected the device and found there were no failures and there wasn¿t a drawer 14. Fse checked pocket e1 on all of the drawers and both smart half height drawer 1-1 and 1-2, then fse identified that the auxiliary had lids that were sticking. Both pockets were released and fse tested the drawers using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 14 pocket e1 had failed to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.